Event description:
Customer reported being unable to test because she received replacement test strips, but no meter. As a result, customer further reported experiencing symptoms that were described as "felt dizzy, weak, and nervous" and stated that she experienced an unspecified injury. Paramedics were called and "rushed (customer) to the emergency room". Medical survey was not completed because customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint involved a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. (B)(4).